Event description:
It was reported that the ilet had a cracked screen and a nonfunctional unlock button, preventing access to the device; the user switched to backup therapy and a replacement device was shipped. Symptoms included no adverse clinical effects reported. Outcomes included no interruption of therapy beyond the user¿s transition to backup therapy and no medical intervention reported. Investigation included review of shipping and delivery records to confirm replacement fulfillment. Investigation of this case revealed a physical damage issue to the device¿s display and control interface. It was concluded that the event involved damage to the device¿s screen and associated controls, resulting in loss of device operability without patient harm.